Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented to doctors office for regular scheduled appointment on (B)(6) 2015. It was stated that the patient was sleepy but talking and was moving fine. Patient was immediately sent to the emergency department (ed) where he presented with right sided weakness and difficulty speaking. Neurology examination revealed patient awake and alert, perrla, extraocular movements normal, no gaze deviation, right lower facial weakness present, able to follow simple commands, aphasic only able to mutter a syllable or two, right upper extremity weakness 4/5, normal sensation in all 4 extremities, finger to nose intact. It was stated that on (B)(6) 2015 the issue was resolved with sequelae and patient was transferred to rehabilitation unit on (B)(6) 2015 for rehab services.  No additional information available.